Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site. It is unknown what treatment has been provided. The implant remains in-situ.

Event description:
Per the clinic, the infection (cellulitis) was treated with oral and topical antibiotics. A skin overgrowth was revised.

Manufacturer narrative:
Per the clinic, the infection (cellulitis) was treated with oral and topical antibiotics. A skin overgrowth was revised. This report is submitted on may 26, 2020.